Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had 4 reservoirs that had insulin leaks past the 2 o-rings. The customer stated that the leak occurred during filling the reservoirs. She stated that on the last one the plunger seemed to not be screw on securely. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. She confirmed air bubbles were no longer present. The customer was advised to make sure not to tilt the plunger when filling the reservoir. The product will be returned for analysis.